Event description:
A surgeon reports two patients with unexpected postoperative refractions following intraocular lens (iol) implant surgery. The surgeon reports that this event is not lens-related. Additional information has been requested. This report is for the first of two patients.

Manufacturer narrative:
The product was returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/24/2008 and 11/03/2008 by phone, fax and mail. A completed questionnaire has not been received.